Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the permanent cautery hook tip was broken. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer reported that unfortunately they did not have further info for this event and that all that they were aware of was that the issue was noted prior to procedure during the case cart check.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook was analyzed and found to have an ear of the distal clevis broken off. The broken piece was not returned, measuring roughly 0.303¿ x 0.217¿ in size. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.